Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm suction irrigator instrument had a problem. The surgeon had the same problem with 2 suction irrigators. The instruments were unable to be removed and it appeared the wrist was detached from the shaft. The wrist was stuck at the cannula and was unable to be rotated manually. The pictures were attached for reference. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the procedure is sigmoid colectomy. The instrument was inspected prior to use and no damage was noted. The customer was unable to remove the instrument through the cannula and thinks the cannula and instrument were removed together. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The procedure was completed robotically. There was no injury /harm to the patient. The fragment did not fall into the patient's anatomy. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The video recording is not available. Patient details are unavailable.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.